Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage due to a break in the insertion tube caused buy physical handling. During the evaluation it was also observed that the forceps plug cap was scraped off due to physical handling. It was also observed that the flexible tube if the insertion section was crushed due to physical handling. Wrinkles were observed in the insertion tube and on the universal cord, due to physical handling. Also, peeling of the paint was observed on the up and down display plate. It was observed that the universal cord was collapsed due to physical handling. The electrical contacts of the video connector were scrapped off. It was also observed that the display of the light guide connector was incorrect. Lastly, the following unit components had scratches due to physical handling: insertion tube, operation part, switch box, grip, angle lever, up and down plate, universal cord, video cable, video connector, light guide connector, video connector case and, on the up and down angle fixing lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, an air leak from the coil of the visera cysto-nephro videoscope. During the inspection and testing of the returned unit, it was observed that the mouthpiece forceps plug is scrapped, which is a reportable event. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the scraped instrument channel port was damaged. However, we could not determine if the scraping was caused by stress, handling, or other issues. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.